Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. The patient was admitted to the hospital and the vibratory impedance alert was deactivated. No further intervention was performed; the patient was discharged from the hospital in stable condition and will continue to be monitored.